Event description:
It was reported that during an elective pump replacement, a crack/leak was found at the connector to the pump. The pump connector was replaced. No patient symptoms were reported. The pump was used to delivery lioresal. The patient recovered without sequela.

Manufacturer narrative:
.